Manufacturer narrative:
The investigation concluded that the patient's teeth anatomy had severe undercuts in the upper incisors causing an extremely tight fit. The aligners were manufactured properly per the provided diagnostics (i.e x-rays, photos and treatment plan).

Event description:
Patient reports her step 1 upper tray was extremely painful and too tight to be removed by any means she possessed. Patient put her aligners on before bed on 3/9 and noted that while tight, she could remove the bottom one, but not the top. She decided to keep them in overnight expecting that things would have adjusted by the morning. Patient says she was awakened early by intense pain in her upper arch and could not remove the aligner. She resorted to calling ems, who also could not remove the aligner intact and cut it off, which caused cuts to patients gums in the area of her upper right molars.